Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had mold the following information was provided by the initial reporter; the nurse stopped using the device immediately when she found mold clear on the outer packaging, did not use it on the patient, and reported it to her supervisor to report the damage.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#2076449): 1)this batch of products were assembled at intima ii auto line 2 in april 2022, and packaged at r240 package line in april 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release, see the attachment pr#9283522 coc 2. No actual samples and photos have been received. 3. Check the retained samples of this batch, and no product packaging is found to be mildew. Please see attachment pr#(B)(4) for the inspection report. 4. The packaged products need to be sterilized by eo and tested before they can be released, and then the products are stored in the warehouse for a short time (following the principle of zero inventory), and the plant warehouse environment is good. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The mildew of the product packaging should be related to the later transportation and storage, and the plant does not have the conditions to cause this defect.